Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and exhibited high thresholds. The physician attempted to reposition the lead but was unsuccessful because the rv lead helix would not deploy. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed, no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.